Manufacturer narrative:
Engineering investigation: upon initial inspection only the stent was returned. The balloon catheter was not returned. The returned stent was slightly flared on one end and on the other end the stent was folded back on itself. The stent, when it is crimped on to the balloon catheter, is completely symmetrical and is inspected to ensure it was crimped properly. The damage seen on the stent was far greater than what could have been caused by simply removing it from the packaging. During the crimping process, where the stent is crimped onto the delivery system balloon, a verification of stent retention is conducted on a sampling of devices. This requirement measures the force required to dislodge the stent. The device history records for this lot of catheters indicate that the lowest value seen during this test was 15.6 newton's. The requirement for this stent dislodgement is 5.5 newton's or greater. As the data shows the retention of the stent far exceeds the requirement. It is not clear how the stent became so damaged during the procedure. It is possible that the stent caught the septum of the introducer sheath upon entry through the valve but this cannot be confirmed based on the complaint details. A review of the case images was also conducted as a compact disk containing images of the case was provided. None of the images or films shows the introduction of the stent in question in use. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing associated with the complaint. There were no issues in regards to stent dislodgements while passing the crimped stents through the introducer sheaths. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the results of this investigation it is possible that the stent caught the septum of the introducer sheath upon entry through the valve but this cannot be confirmed based on the complaint details. Atrium can find no fault with the product in question. Clinical evaluation: there are several possibilities that can cause stent dislodgement including but not limited to an incorrectly sized sheath for the product, overuse of the sheath during the procedure causing failure of the hemostatic valve and a hemostatic valve that is too tight or was not placed with the obturator that was provided. The instructions for use (IFU) state that potential adverse effects include, but may not be limited to, stent misplacement, migration or deformation. The IFU also warns do not force passage or withdrawal of the guide wire or delivery system if resistance is encountered.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that during insertion, the stent was separated from the delivery catheter. Another stent was placed without any problem. No injury or illness for the patient.